Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - at a follow up visit it was discovered this lead had loss of capture due to dislodgement. The lead was explanted an replaced.

Manufacturer narrative:
On 9/25/17 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the inner conductor coil and of the shock coils. It is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.